Manufacturer narrative:
The fse replaced the oil mist filter.

Event description:
The fse changed the vacuum oil and oil mist filter. The fse ran a standard test cycle. At this time sterrad nx meets manufacturer specifications. There were no reports of physical injuries.